Event description:
During a therapeutic stent replacement the distal coil on this stent became bent and stuck inside the renal pelvis and the ureter. The dr decided to leave the stent in and check the pt's condition. The next day the pt presented with pain. Hydronephrosis was diagnosed and a nephrostomy was performed to remove the stent, after which the pt was stable.